Manufacturer narrative:
The reported 10 devices were returned to conmed for evaluation. A packaging engineer determined the sterility breach in 4 of the 10 devices. The protective sleeve of the device was caught in the chevron seal during the manufacturing process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. This is the only complaint against this lot of (B)(4) units. A two-year historical complaint review revealed one similar complaint. In that same timeframe, (B)(4) units have been manufactured and sold worldwide, making the rate of occurrence of this confirmed failure (B)(4) percent. A risk analysis was performed and deemed acceptable. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported ten 00505953200 blades' inner pouches were put in the seal area. This was found during incoming inspection, therefore, there was no patient contact. This complaint was reviewed and a regulatory rationale of "non-reportable" was documented. The reported devices were returned to conmed and r&d determined by way of dye leak testing there was a breach in sterility of 4 devices on 29-nov-2017. The regulatory rationale was updated to reflect the evaluation findings, deeming this a reportable event on (B)(6) 2017. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.